Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited measurements indicative of lead dislodgement several months post-implant. The physician performed a revision procedure to reposition the lead but was unsuccessful as the helix was stuck in an extended position. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. After removing the dried body fluid/tissue, the helix mechanism was fully functional. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function. Laboratory analysis was unable to recreate the reported poor measurements and did not identify any lead characteristics that would have caused or contributed to the reported observations.